Manufacturer narrative:
(B)(4).

Event description:
Additional information received from family/friend reports the device never worked. There were no trauma/falls reported that could be related to this issue and no stimulation issue reported related to positional movement. Caller states that every time the patient went to a store with a security scanner, her device would turn off. Symptoms reported were device never worked as it should have. Caller states that in 2013, his wife had an unrelated surgery and they found out that her bladder does work. Caller asked about explant. Event date was (B)(6) 2008. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Event description:
It was reported that nothing was ever told to the patient or their spouse that any store security would turn the device off. No papers were given to them that told them these things would happen. The patient wanted the device removed because of faulty products. They discovered that the patient did not need the device and got it turned off from a surgeon in 2013. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot # v094228, implanted: (B)(6) 2008, product type lead. (B)(4).